Event description:
It was reported that the patient with this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) experienced ventricular fibrillation (vf) where undersensing was observed. Despite this, the device did not encounter a significant delay in delivering therapy and successfully converted the vf with a shock. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.